Event description:
The anchor broke during shoulder surgery. The broken product was removed from the patient and opened another one for continuation of the procedure. Device will not be returned.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).